Event description:
It was reported that the patient has received shocks in the past, and commented that a shock could interfere with electrical sources, and also stated that if a shock occurs no one can touch them. Follow up information indicated that the patient had not had any therapies delivered within the last two remote transmissions. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.